Event description:
It was reported that customer experienced recurring occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved alarms by completing fill tubing step or changing infusion set and cartridge, to successfully resuming insulin.